Event description:
It was reported that a patient experienced a low blood glucose event, with a fingerstick of 53 mg/dl, without recent physical activity, correction dosing, meal announcement, or new medications; the patient self-treated with juice and glucose subsequently measured 98 mg/dl. Symptoms included hypoglycemia. Outcomes included medication required to treat the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.